Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented while in the hospital. The right ventricular lead exhibited elevated capture thresholds, decreased sensing amplitudes, and intermittent ventricular undersensing. The pacing output and lead sensitivity were reprogrammed. The patient was in stable condition before, during, and after reprogramming.